Manufacturer narrative:
The test p-cap does not lock in place properly and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.